Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. Device does not fill up. Circulation pump was replaced. Mixing pump was found to be weak. Device underwent pm procedure. Mixing pump was replaced. Heater, drain valves were replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device passed all applicable testing. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The initial reporter's phone number that was provided was (B)(6). All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the arctic sun device did not fill up. Circulation pump was defective and mixing pump was too weak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the arctic sun device did not fill up. Circulation pump was defective and mixing pump was too weak.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. Device does not fill up. Circulation pump was replaced. Mixing pump was found to be weak. Device underwent pm procedure. Mixing pump was replaced. Heater, drain valves were replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device passed all applicable testing. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Corrections: d, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the arctic sun device did not fill up. Circulation pump was defective and mixing pump was too weak.